Event description:
It was reported the patients ipg became inoperable following an unrelated surgical procedure wherein the device was no placed into surgery mode. A manufacturer representative was able to recover the device via troubleshooting.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not been set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, data logs was received. Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. Troubleshooting was able to recover the ipg. Actions have been taken to prevent reoccurrence.